Event description:
Spontaneous call from pt (patient) who reports she is having trouble keeping the syringe cover "black cap" in place. Pt is using back up pump currently. Unknown if adverse event or missed dose due to defective device. Unknown if pt has defective device on hand for return to manufacturer. Replacement cap was sent out to pt patient started using the remunity device: 03/2023. Subcutaneous remodulin ms3 patient. Serial number: (B)(6). Reported to cvs/caremark by: patient/caregiver.